Manufacturer narrative:
The erbe generator was sent to and evaluated by the original equipment manufacturer (OEM). Initial fa findings were confirmed and reproduced. The unit generated a c-34 error on start-up. Troubleshooting led to a malfunctioning printed circuit assembly (pcb) to be the cause of the failure and once replaced, the error ceased. Unrelated to the reported issue, the system check master pcb was also replaced. The unit was then functioning as intended after passing all the required and recommended testing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The field service engineer (fse) went onsite and confirmed the reported issue. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. Intuitive surgical, inc. (Isi) did receive the iesu to perform failure analysis. The iesu was placed on an in-house system and was ran in normal mode. The reported failure of error c-34 was confirmed and replicated.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, an integrated electrosurgical unit (iesu) was found to have a c-34 error. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the customer did not know of any errors on the erbe device.